Manufacturer narrative:
A ge service rep performed an on site investigation. The system was tested and found to be working as intended.

Event description:
It was reported that the stenoscope system would not turn on prior to a case. No pt injury was reported.